Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: examination of the returned device identified a kink in the hypotube at 4.3cm distal to the strain relief. A build-up of solidified contrast media was present inside the inflation lumen. An examination of the crimped stent found that although the stent was secured on the balloon and the proximal edge of the stent had not moved from its original crimped position, it was noted that the mid to distal end of the stent was severely stretched and pulled out over the tip. No damage was present to the proximal to mid section of the crimped stent. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a 3.00x38mm synergy stent dislodgement was noted when it was opened from packaging. The procedure was completed with another same device. No patient complications were reported. The patient status was stable.